Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's left eye and removed intraoperatively due to a bent haptic noted during insertion. Incision was enlarged. Another lens of the same model was implanted successfully and pt prognosis is good, va is 20/30. According to the surgeon the most likely cause of the event was loading error. Please ref MDR #1119279-2012-00244 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.